Manufacturer narrative:
(B)(4). Foreign country: (B)(6). To zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that during surgery, while the surgeon was retracting the device, the cruciate ligament broke the suture on the implant. Surgery was completed with another device. There was a sixty (60) minute delay to the procedure as a result. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Patient's birth year: (B)(6). Complaint sample was evaluated and the reported event was not confirmed. Blue/white suture was returned for investigation. As per visual inspection, the blue/white and blue sutures appear to be cut, not broken. The sutures are knotted up around the button. The print does not call out the round ti button. DHR was reviewed and no discrepancies were found. The complaint was not confirmed and device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.